Manufacturer narrative:
Manufacturer's investigation conclusion: the reported speed drops and pump stops were confirmed via the submitted and extracted log files. The reported system controller, pcx-10131, was tested and found to function as intended. The submitted log file spanned from (B)(6) 2019 through (B)(6) 2019 and the extracted log file spanned from 07mar2019 through 08mar2019 per time stamp. The log files captured the speed dropping below the lsl multiple times, accompanied by intermittent low speed advisories and low flow hazards, there were also intermittent pump stops and driveline faults including on the event date, (B)(6) 2019, confirming the reported event. The log file contained fluctuating and inconsistent phase values throughout. The root cause of the reported event could not be correlated with the reported system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 years 2 months 30 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the patient had a known short to shield and known driveline faults. Patient now has phase to phase and continues to experience pumps stops. A percutaneous lead repair was suggested but the account communicates that the patient is being scheduled for an lvad replacement. The patient's controller remains in controller fault and is no longer communicating with the monitor. No additional information was reported.